Manufacturer narrative:
The package insert contains the following information for the health care practitioner: "possible adverse effects: bending, fracture, loosening or migration of the implant. Pain, discomfort, or abnormal sensations due to presence of the implant." "Precautions: do not reuse implants/devices. Adequate patient instructions. A patient must be instructed on the limitations of the metallic implant, and should be cautioned regarding physical activity and weight bearing or load bearing prior to complete healing." "Warnings: implant strength and loading. The array spinal system is intended to assist healing and is not intended to replace normal bony structures. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. These devices are not designed to withstand the unsupported stress of full weight bearing or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bone. If healing is delayed or does not occur, the implant could eventually break due to metal fatigue. Therefore, it is important that immobilization of the operative site be maintained until firm bony union (confirmed by clinical and radiological examination) is established. The surgeon must be thoroughly knowledgeable in the medical, surgical, mechanical and metallurgical aspects of the array spinal system. Postoperative care is extremely important. The patient should be warned that noncompliance with postoperative instructions could lead to breakage of the implant and/or possible migration requiring revision surgery to remove the implant."

Event description:
Based upon the allegations of the plaintiff's complaint, the following was reported: per plaintiff's complaint, case number cal (B)(4), "on (B)(6), 2007, plaintiff underwent a spinal fusion." "On or about (B)(6), 2008, plaintiff underwent an x-ray, which revealed no damage or instability within the system." "On (B)(6), 2008, plaintiff complained of pain, numbness, and a loud creaking noise. An x-ray confirmed that a screw from the "array spinal system" had fractured." "Plaintiff has suffered: pain and discomfort...numbness..."